Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2015. On (B)(6) 2016, the patient was diagnosed with endophthalmitis during the 12-month clinic visit. The patient was hospitalized and was given intravitreal, intravenous, and oral antibiotics. On (B)(6) 2016, the patient was administered steroids. On (B)(6) 2016, periocular and intraocular inflammation had decreased. Patient was discharged from the hospital on (B)(6) 2016 and was prescribed antibiotics, glucocorticoids, and topical antibiotic steroid drops. On (B)(6) 2016, some residual hypopyon was observed in the inferior iridocorneal angle but eye was otherwise clear. Patient continues to be on prescribed antibiotic steroid eye drops. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
This event represents a follow-up report to MDR# 3004081696-2016-00014. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was diagnosed with presumed endophthalmitis during the 12-month clinic visit. The patient was hospitalized and was given antibiotics and steroids. Laboratory analysis of samples could not confirm endopthalmitis. Patient continued to be on prescribed antibiotic steroid eye drops. Patient was reported to be experiencing continued chronic inflammatory and mild pain during inferior palpation of the implanted eye. On (B)(6) 2017, the patient underwent surgical intervention during which the electronics package and scleral band were cleaned with an antiseptic and air was injected into the vitreous cavity. Antibiotics were injected intraocularly and a subtenon corticosteroid injection was administered. There was no defect or malfunction of the device associated with this event.